Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of erosion was not confirmed via product analysis. The ams700 ipp cylinder was visually inspected and functionally tested. There was a leak in cylinder body that was the result of sharp instrument damage consistent with explant damage; hole and tool marking were present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder was not pressure test due to leak was identified. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of erosion are included in the product labeling and hazard analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient had an erosion of his left corpora. The erosion was confirmed when patient went to see the doctor and he saw the tip of the cylinder eroded through the tip of the penis. The device was explanted and replaced.